Event description:
Spring broke on handle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted instrument confirmed the reported breakage. The root cause is design related. Eco (B)(4) has been initiated to modify the design. CAPA (B)(4) was initiated to fully investigation handle breakage. A voluntary recall was initiated in march of 2012.